Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the butterfly needle of a jelco® saf-t wing® blood collection and infusion set would not retract properly after a blood draw on an outpatient lab patient. The operator took the needle out of the patient's arm because it would not retract properly. With about half of an inch of the needle still exposed, the operator again tried to retract it after it was removed from the patient, and the needle still would not retract. No injury was reported.